Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. It was determined that the occlusion alarm was caused by an internal blockage in the device due to a manufacturing flaw. This prevented insulin delivery which led to the elevated bg levels experienced by the patient. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called and said that she had received an "occlusion detected" alarm after correcting for a 500+ bg level. She said she had put a new pod on at 3:18pm. She had lunch at 4:34pm and bolused 2.5 for the meal and the 103 bg level. She then checked at 9:15pm and her pdm read "high". The device is being returned for evaluation.